Event description:
On (B)(6) 2015, the reporter contacted lifescan (B)(4), alleging inaccurate control results. The reporter claimed obtaining control solution reading(s) of "124 mg/dl" with the control solution. The patient could not specify the control solution range on the vial. This complaint's accuracy criteria. The alleged inaccuracy issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse events.